Manufacturer narrative:
During follow-up, the patient said she did experience some scraping from a rough eyelet on a t14 catheter just previously to acquiring the uti which may have contributed to getting the uti. She discarded the unit, and never experienced any other scraping incidents with the rest of the units from the same box or from any other orders.

Event description:
Intermittent catheter patient (user) said she got a urinary tract infection (uti) while using the t14 catheter, although she didn't specify it was the catheter that caused the uti. During follow-up, the patient reported she took the full course of antibiotics and recovered fully.